Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device stopped working. Upon explant, a hole in the cuff, resulting in a fluid loss was identified. All components were removed, and a new aus was implanted. There were no patient complications.